Event description:
Adverse event report obtained from the maude database indicates surgeon was performing posterior tibial tendon repair of the right ankle with internal fixation. The threaded portion of a 4.5mm cannulated screw, 60mm unraveled in the bone. Surgeon retrieved the fragment.

Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was rec'd.